Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by the reported impact is suspected. However, to determine an exact root cause a device investigation is necessary. Reportedly the recipient is doing fine with the remaining channels and will be monitored by the clinic. The device remains implanted and in use.

Event description:
The user's hearing performance with the device is affected after a trauma to the back of the head. Refitting was performed and has improved the user's hearing performance with the device.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The reported accident or impact might have weakened the fixation of the implant, consequently leading to electrode mobility. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's hearing performance with the device is affected after a trauma to the back of the head. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected after a trauma to the back of the head. Refitting was performed and has improved the user's hearing performance with the device. Appointment with ent surgeon will be scheduled.